Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles at the luer lock. Reportedly, the customer attempted to resolve the issue by disconnecting the infusion set tubing from the cartridge pigtail and delivering a bolus while disconnected; however, the customer reported that the air bubbles were still present. The customer stated the air bubbles were approximately less than one inch in size. Customer's blood glucose level was 115 mg/dl. The customer changed the infusion set tubing and reported the air bubble was no longer present.